Manufacturer narrative:
Event eval: still under investigation.

Event description:
The pt had left heart cath, received 6fr 55cm sheath. Upon sheath exchange over the wire, as the sheath pulled back over the wire, the sheath sheared and a piece separated from the sheath structure. Physician accessed the right brachial artery, passed a snare to the aorta, snared a piece of sheath and pulled back to brachial artery. Another physician then performed a cutdown to retrieve the sheath. Two hours s/p left heart cath the pt developed expressive aphasia. Initial CT was negative for chair. Subsequent MRI showed multifocal bilateral cva's (cerebrovascular accident). Although requested, no additional info has been provided. Multiple (4) attempts to get images, the device, and pt outcome were unsuccessful.